Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that at the pump replacement, the catheter was revised. The healthcare provider (hcp) stated that a 2 cm segment was replaced due to fraying or "delaminating" per the surgeon. The hcp stated that prior to the replacement, the patient was having spasticity every night and was given oral baclofen but was not getting better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the surgeon who replaced the patient's pump in (B)(6) 2024 said he felt there was a portion of the catheter that was "delaminated" so he replaced that portion. The managing physician was wondering if that might be a cause of the current volume discrepancies. The patient started having a volume discrepancy after patient's pump was replaced in (B)(6) 2024. She stated that at the first refill, she got back ~14 ml more than expected and then today she got back ~4 ml more than expected. The healthcare provider reviewed the logs and did not see any motor stall or other unusual logs.